Event description:
On (B)(6) 2015, the reporter contacted animas alleging an error 1 alarm on the meter would not clear. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up # 1 date of submission 03/06/2015-device evaluation: the meter remote has been returned and evaluated by product analysis on 02/19/2015 with the following findings:during testing, the meter remote was powered on and immediately emitted an error 1 with sub code 5. The meter remote could not be paired with a test pump due to the error that could not be cleared, indicating software data corruption.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.